Manufacturer narrative:
Date of report: 27sep2021.

Event description:
The customer called into technical support (ts) reporting that the device displayed error code 1122 (cbit) check vent: blower temperature high. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Verified code 1122 in the significate log. Customer claims the air inlet filter is clean and might have been just replaced. The cooling fan is operating fine. Recommended parts ID for blower assembly and mc pcba. Further information is pending.

Manufacturer narrative:
It is unknown if the customer replaced the blower assembly and the motor contol pcba . After attempts were made no additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.